Event description:
It was also reported that the patient presented with episodes of tachycardia.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device was suspected of occasional oversensing and noise during recorded episodes. The device remains in use. No patient complications have been reported as a result of this event.